Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The patient as not hospitalized for the event. The patient was treated with (meropenem 500mg, once in seven days, intraperitoneally, ongoing) and vancomycin (1gm, twice a day, interperitoneally for 1 day). At the time of this report, the patient was recovering from peritonitis. Pd therapy is ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was treated with ceftazidime (1gm, twice a day, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.